Event description:
The patient reported that they had a new "battery" placed on thursday prior to date notified, and when they woke up on date notified they felt like they were being overstimulated. It was stated that they felt cramping in their legs and had general rigidity. The patient is programmed at 1.9v on the right and 3.4v on the left, and when they tried to turn settings down they accidentally got the return to clinician settings screen. No settings were changed and the patient is going to follow up with their healthcare provider (hcp). Indication for implant is parkinson's dual.

Event description:
Additional information received from the patient reported that the patient's cramping and general rigidity happened after receiving the new battery device, and that the parameters on both sides were lowered to resolve the issues. As of date of additional information the issues have been resolved for the most part.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.